Event description:
It was reported that a customer had issues with a cleo 90 infusion set tubing. There were no drops of insulin seen dripping when filling the tubing. Customer filled the tubing with 21 units which is 5 more units than she usually has to. Customer was able to see insulin at the luer lock. Customer reported she has been unable to get insulin out of 5 infusion lines over the past 4 days. Customer reported high blood sugar levels of 192 mg/dl. Customer changed site and used correction bolus via manual injection to stabilize the blood sugar. No patient injury reported.